Event description:
The customer stated that she tested her blood glucose and received a reading of 16 mg/dl. The customer did not feel hypoglycemic, but she called paramedics due to the reading. When paramedics arrived, they tested the customer's blood glucose at 112 mg/dl using their meter. While troubleshooting the customer's meter, it was discovered the meter display was missing segments. This may have been the cause of the customer's low reading. The customer was not aware of the missing segments, but no adverse events were alleged. The meter and test strips are to be returned for evaluation. Replacement products were sent to the customer.